Event description:
It was reported that after experiencing difficulty inserting the iab, the pt's opposite femoral was chosen as the insertion site. The iab was successfully passed through the sheath, but could not be advanced past the iliac. Due to this, the iab and spring wire guide were removed as a unit. A second iab was placed without any complications.